Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1216 (sn: (B)(6)). The explanted ipg was returned and analyzed. The reported event of the patient was having difficulty charging the ipg was confirmed. A review of the charging log showed a low charge current (indicative of sub-optimal charging), resulting in a low battery voltage, and the thermistor being triggered, which are known factors that may contribute to charging difficulty. However, a labeling review found that the user is instructed to make sure the charger is well ventilated and centered over the stimulator. Therefore, this investigation is assigned a probable cause of failure to follow instructions. The user likely did not have proper alignment and ventilation of the charger and stimulator during charging. In addition, the ipg would not charge despite the multiple attempts, and communication could not be established when attempted with a known good remote control (rc) and clinical programmer (cp). Internal electrical measurements confirmed an excessive sleep current of 610.8ua (micro amps), this confirmed that the asic chip was damaged due to the electrocautery used during the explant procedure. Therefore, the probable cause is unintended use error caused or contributed to event.